Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran a system check and replaced reagent probe 1 and sample probe 1, as they were faulty. The cse ran quality control (qc), which was within range. The cse returned to the customer site due to qc high out of range on another method. The customer ran calibration and qc, which were out of range. The cse ran five replicates including two qc samples and three patient samples obtained from a sample cup on both instruments, which were within range. The instrument qc was running at peer mean and correlating with another dimension vista instrument. A siemens headquarter support center (hsc) reviewed the instrument data and did not identify an instrument or reagent related issue. Both initial discordant and corrected results were processed from the same reagent flex cartridge. The aspiration profiles for the sample showed typical performance. The cause of the discordant, falsely depressed ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed cardiac troponin (ctni) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ctni result.